Manufacturer narrative:
The insulin pump was received with cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked end cap on the back of the pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported crack on the backside of the pump. The customer reported that drive support cap was not damaged. The customer stated that the insulin pump fell down. The insulin pump will be returned for analysis.